Event description:
It was reported to philips that there was an issue with flexvision monitor. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was performed when the issue happened, and procedure was completed as planned by used the option to put the live image on the area of the monitor. The philips field service engineer (fse) inspected the system onsite and confirmed flex vision monitor. Upon troubleshooting, fse checked cables, connections, and the screen, and verified the video sources. On the follow-up visit on september, the fse replaced the flex vision pc. Fse determined that synchro problem image consequently. The cause of the lcd monitor failure could be determined by the supplier's part analysis, and there is an image issue and lcd panel defective. To resolve the issue, fse replaced the flex vision room monitor. After replacement of flex vision room monitor, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wired footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Correction record: rdn is corrected. Philips has investigated this complaint. According to the additional information collected, the coronary diagnostic procedure was performed when the issue happened, and procedure was completed as planned by used the option to put the live image on the area of the monitor. The philips field service engineer (fse) inspected the system onsite and confirmed flex vision monitor. Upon troubleshooting, fse checked cables, connections, and the screen, and verified the video sources. On the follow-up visit on september, the fse replaced the flex vision pc. Fse determined that synchro problem image consequently. The cause of the lcd monitor failure could be determined by the supplier's part analysis, and there is an image issue and lcd panel defective. To resolve the issue, fse replaced the flex vision room monitor. After replacement of flex vision room monitor, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by put the live image on the area of the monitor on same system. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.